Event description:
The customer reported to olympus that the 4k camera head had a no image problem. The issue was found during preparation for use before a urological examination. The patient was not under sedation at the time of the event. There were no reported delays, the procedure was completed with another device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
G2 other: china. The device was returned to olympus for evaluation and the customer's allegation of no image was confirmed. The device evaluation found there was no image due to defective cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section g2 was corrected to align with the information in the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the defective cable could not be determined. Olympus will continue to monitor field performance for this device.